Event description:
It was reported that the procedure was to treat a fistula at the radial artery. Dilatation was performed with a non-abbott balloon catheter. When the catheter was being removed it was noted that the whisper ms guide wire had kinked and then it separated. A snare device, at a new access site, was used to remove the separated portion of the guide wire. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kinks and separation were able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.